Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient could not feel the pulse and could not use her patient programmer (pp) to increase. Patient used the pp to check setting during the call. It was noticed that patient was on program 1 at .4v and her stim was off. It was reviewed with patient that this was why she could not feel stim or increase stim. Patient was instructed to turn stim on and patient was able to increase stim. The event occurred on (B)(6) 2017. There were no further complications that have been reported as a result of this event.